Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that a red alarm for bed ch260 on the morning of (B)(6) 2018 was not provided via the caregroup on other beds. The patient expired.

Manufacturer narrative:
There was no product malfunction; this was a user issue. The alarm log provided by the customer for this event was reviewed by a complaint investigator (ci). The ci found several red desat alarms between 00:11:39 and 00:18:23; these alarms were silenced. Another red desat alarm was then seen at 11:54:44. In between these times, multiple alarm suspensions and in-suspension are seen. No other alarms are seen, during that time; only high level red alarms are seen on the customer version of the piic; therefore, if there are any yellow or technical alarms, they would not be shown. The customer also confirmed that they did not perform testing on the device, and they were not requesting intervention from philips. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.